Manufacturer narrative:
It was reported hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Based on the information provided, the part numbers involved were ¿74120150¿ and ¿74121142¿, for a 50mm bhr cup and 42mm bhr head. The lot numbers provided were ¿088878¿ and ¿08846¿. No further part information has been provided. The part associated with lot 088878 is for a 56mm cup, which does not match the part numbers provided. The lot number 08846 is missing a digit and cannot be reviewed. Until further part and lot information is provided to clarify the complained parts, a complaint history review, manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed. Patient reports pain, elevated metal ion levels, vision problems and brain fog.